Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with lost sensor alarms. The customer's blood glucose was unknown at the time of the incident. The customer realized that their sensor did not have a cannula. The customer was advised to replace the sensor. The customer did not return the product back for analysis.